Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a bubble/ripped downstream occlusion, and the air sensor is unstable and moves when physically inspecting. There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected investigation summary: initial customer report indicated an issue with the dso (downstream occlusion) seal, the complaint was able to be replicated, upon visual inspection the dso seal was found to be degraded, and the air detector was replaced. Performance verification testing conducted. All tests passed within specification. Probable cause: degraded dso signal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.